Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was tested positive for nickel allergy and had difficulty completing thoughts. Essure was removed 6 months after insertion, via laparoscopy. These events were considered serious due to medical significance. Nickel allergy is a listed event in the reference safety information for essure, while the remaining event is unlisted. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Therefore, given the nature of the event nickel allergy, causality with essure cannot be excluded. Regarding the event difficulty completing thoughts; considering the nature of this event, essure's local effect in the fallopian tubes, and the fact that the event did not resolve after essure removal, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (laparoscopy with essure removal). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in united states on 11-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Prior to essure insertion, the consumer was active and healthy and had regular, moderately light and painless periods. Immediately after insertion, she began experiencing extremely painful and heavy periods. Within two weeks from the time of insertion, she was experiencing drenching night sweats and severe headaches. By three weeks out, she gained 15 pounds in a 3-week time period. Overall, she put on weight 20 pounds while essure was inserted. Her urine had a foul odor and she had a constant metallic taste in her mouth. At times, her abdomen would bloat to the point where she looked like she was pregnant in her third trimester. About 3 months after insertion, she was in so much pain. The consumer suffered incredible brain fog, where she would have difficulty completing thoughts or where she would use a completely incorrect word in the wrong context. She was still struggling with this. In (B)(6) 2014 the doctor agreed to remove essure only because a dermatologist tested the consumer as positive for nickel allergy. A laparoscopy was performed and most of the events were gone almost immediately after removal. Following removal surgery, she had to undergo three months of physical therapy as a result of complications from the laparoscopy. The consumer considered all the events related to essure. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was tested positive for nickel allergy and had difficulty completing thoughts. Essure was removed 6 months after insertion, via laparoscopy. These events were considered serious due to medical significance. Nickel allergy is a listed event in the reference safety information for essure, while the remaining event is unlisted. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Therefore, given the nature of the event nickel allergy, causality with essure cannot be excluded. Regarding the event difficulty completing thoughts; considering the nature of this event, essure's local effect in the fallopian tubes, and the fact that the event did not resolve after essure removal, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (laparoscopy with essure removal). A product technical analysis is expected.